Event description:
In 2009, the patient reported that a few weeks ago the cannula of his insulin infusion headset was bent when he removed it. He stated this resulted in him experiencing elevated blood glucose readings and spilling ketones. He said he corrected his readings by delivering insulin via injection and changing his infusion set. He discarded the infusion set at issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.